Event description:
The pt stated her blood glucose (bg) was 160 mg/dl when she filled the cartridge with 200 units. She claimed 3 hours later, her blood glucose dropped to 34 mg/dl and was treated by the paramedics. The pt was alleging that the pump delivered extra insulin because the pump history indicated that 27.525 total units were delivered after the cartridge was filled (19.6 total units bolus, 5 total units primed, and 2.925 total basal units); however, the pump indicated that 125 units was left in the cartridge. The pt is alleging that 47 units of insulin were not accounted for based on the pump history. She confirmed she was not attached while priming and the insulin did not leak out during the priming process. The animas representative went through troubleshooting with the pt and noted the following: the keypad is intact, the buttons respond appropriately, and there was no structural damage to the pump. The pt also confirmed that the time and basal rates settings were correct. The pump was replaced. This complaint is being reported because the pt's blood glucose allegedly dropped to 34 mg/dl after the pump reportedly delivered extra insulin that was not accounted for in the pump's history.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.